Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the system fault 180 and unexpected shutdown. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported unexpected shutdown and system fault 180 were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device. It was also reported that the astral device had displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device. It was also reported that the astral device had displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.